Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional "hardening of the breast and pain. Capsular contracture grade IV".

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, visibility/palpability. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "sharp pains, swelling, sensitivity to touch and recall" later patient reported "hardening of the breast and pain". This record is for the right. Device was explanted.